Event description:
It was reported to philips healthcare that the device failed to power up under ac power. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.